Event description:
It was reported that patient faced an event with infusion set on (B)(6) 2026 as the infusion set was pulled out while pulling down pants causing accidental detachment and leakage at site. Patient had localized allergic reaction at insertion site with redness, welt and pain.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.